Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited low shocking lead impedance measurement of 0 ohms. Shock impedance measurement obtained in-clinic, however, was normal. Noise on the shock channel, however, was able to be elicited. It was confirmed, via date time stamp, that the 0 ohms measurement occurred at the time that the patient received transcutaneous electric nerve stimulation (tens) therapy for the lower back. Boston scientific technical services (ts) discussed a likely electromagnetic interference (emi) from tens. The device remains in service. No adverse patient effects were reported.